Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
The customer reported that the (B)(4), 19.5 x 86 x 1.27mm (.050 inch) oscillator blade, qty 5, broke during a total knee arthroplasty procedure on (B)(6) 2018. This occurred while the surgeon was cutting the femur with a guide. The breakage was removed from the surgical site causing a slight delay in the procedure. It is reported that there was not any surgical intervention required for this incident and neither the patient nor the user sustained any injury caused by the breakage. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The evaluation of the returned, used device found the blade has one broken tooth and one bent tooth. The broken tooth was not returned. The blade has damage on both sides of the blade surface. The examination was performed per specification. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. A lot history review found there are two complaints for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of two complaints, regarding two devices, for this device family and failure mode. During this same time frame 149,319 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00001. Per the instructions for use, the user is advised the following: warnings: do not use the equipment if, upon receipt, the package is opened, damaged, or shows any signs of tampering precautions: refer to the appropriate conmed linvatec handpiece instruction manual for device specific warnings. This issue will continue to be monitored through the complaint system to assure patient safety.